Event description:
It was reported that the patient presented for follow up when the physician noticed swelling and erythema at the site of device implant. Infection tests were negative. Basilar vein thrombus was also observed. Antibiotics and heparin were administered. Th...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up when the physician noticed swelling and erythema at the site of device implant. Infection tests were negative. Basilar vein thrombus was also observed. Antibiotics and heparin were administered. The device remains implanted. Patients condition is fine.